Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Incident date has been changed to (B)(6), 2018 and customer had low blood glucose of (B)(6) mg/dl.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 600 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed for the high. The customer went low of 34 mg/dl on the morning of (B)(6) 2018 after being treated for the high. The customer also reported issues with the transmitter charger and lost communication between the pump and the transmitter. The insulin pump will not be returned for analysis.